Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, h.6.

Event description:
Patient's representative reported capsular contracture baker grade 4. Additionally, hcp reported " unclear tumor in the right breast. Suspected fibroadenoma" and ultrasound confirmed "suspicious level ii lymph nodes on the right side", "significant rippling in the upper outer quadrant of the right breast." And "there¿s also a large extra-implant seroma with sludge". This relates to the right side. Device has been explanted.

Manufacturer narrative:
Continued h.6 [health effect - impact codes]: f2201, f2203 the events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b.5, b.6, h6.

Event description:
Patient representative reported right side "significant rippling", "large extra-implant seroma with sludge", "siliconomas cannot be ruled out", "bleeding", "suspicious lymph node (ln) in the area of the axilla level ii", "a silicone inclusion cannot be ruled out". Additional report of "unclear tumor in the right breast, suspected fibroadenoma" which is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient's lawyer reported capsular contracture baker grade 4. This relates to the right side. Device has been explanted.